Manufacturer narrative:
The initial failure description has been that the rotaflow displays the error message " com error". A getinge service technician was on site on 2021-09-03 to repair the affected rotaflow (serial# (B)(6)). The technician confirmed the reported failure and replaced the rfc (rotaflow console) flow measure board (material#70101.1681). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "com error" was performed in getinge life cycle engineering on 2020-09-02. The most probable root cause could be determined as a defective bus transceiver (ic3) on the rfc flow measure board (fmb). This integrated circuit controls the data flow between the fmb and the control board by switching the data flow direction according to the read/write control signal provided by the control board. This led to the reported "com error". Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on 2021-09-28 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow shows the error message ¿com error¿ during routine patient treatment. The device has been exchanged with a backup device. Complaint ID: (B)(4).